Event description:
It was reported that the electrode separated from the catheter and became wedged with the catheter in the multi-lumen catheter guide. When trying to pull the catheter from the guide, it snapped and the entire unit had to be removed from the pt. There were no pt complications.